Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation as well as the manufactured date of the device, it is believed that age deterioration caused the reported event to occur. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report could not be confirmed. The unit was tested using several different 190 scopes and no errors were displayed. However, as noted in b5, a faulty patient board set was discovered and causing no image to display with 180 scopes. Additionally, a worn out video connector latch was noted, causing a poor connection to pigtail devices. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported by an olympus representative the evis exera iii video system center was displaying various errors while in use with 190 scopes. Once returned, it was discovered that the printed circuit board had failed. This report is being submitted to capture the printed circuit board failure. There was no patient harm or consequence reported as a result of this event.